Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 28 mg/dl. Tandem technical support (cts) educated the customer to not be connected to the pump during the fill tubing process. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Cts provided off-label insulin education. The customer went to the emergency room (ER) on (B)(6) 2023 for eight to ten hours. The customer was released from the ER in the evening of (B)(6) 2023 with no permanent damage. The customer then declined assistance from tandem technical support regarding the issue. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues. No additional patient or event information was available.